Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that in the morning of (B)(6) 2015 the patient's blood glucose reading was as high as 350 mg/dl with nausea and large level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that there was an inaccurate delivery issue with the pump and stated that they have lost confidence with the pump. Customer technical support agent reviewed the basal and bolus deliveries and determined that they were correct and as programed. Review of potential causes for perceived inaccurate delivery issues did not identify any assignable causes. The patient was referred to consult with health care provider regarding diabetic management issues after review of potential causes for blood glucose issues. This complaint is being reported because the patient experienced severe hyperglycemia related to an unresolved inaccurate delivery issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicate in the evaluation. Reviews of the black box data found that the last basal was delivered three days after the complaint date. The total daily delivery added up correctly and reflected the user¿s programmed basal rate and the bolus deliveries. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus and an audio bolus was delivered and recorded correctly. (B)(4)